Event description:
With new alaris pump tubing, pump was set up for secondary daptomycin to infuse. As taught, it was to be higher than primary. The pump was set, and as rn was sitting in room, rn watched the gtt chamber show the first few gtts and let me know it was infusing. Then the rn noticed the secondary quickly emptied (faster than normal) and the lower primary IV bag which was saline, was yellow (the color of the dapto) and the primary bag was overfilled.